Event description:
A patient reported that the top button and touchscreen of their pump had to be pressed multiple times for the pump to respond. There was no adverse impact to the customer's blood glucose level. The patient declined troubleshooting, and no further action was required as the case was closed.